Event description:
The patient was transferred to another facility the outcome is unknown at this time. Device availability is unknown.

Event description:
Updated clinical narrative: additional information was received that the hematuria resolved with the escalation of therapy to an impella 5.5. An impella cp device was inserted into the left femoral artery in a 37-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). During the procedure, the urine was noted to be pink-tinged/red in the foley bag. The patient received integrillin and heparin boluses during the pci and iabp placement, prior to impella placement. Good pump position was confirmed via echocardiogram. It was reported that the patient was restless and kicking extremities on the cath lab table, into the ICU, and bending hip/leg. After 14 hours on support, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.5l/min as intended. High-risk procedures require intense blood thinners, increasing the risk of bleeding. Bleeding (hematuria) is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
B5 and h6 updated based on the additional information that was received.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 37-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). During the procedure, the urine was noted to be pink-tinged/red in the foley bag. The patient received integrillin and heparin boluses during the pci and iabp placement, prior to impella placement. Good pump position was confirmed via echocardiogram. It was reported that the patient was restless and kicking extremities on the cath lab table, into the ICU, and bending hip/leg. After 14 hours on support, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.5l/min as intended. High-risk procedures require intense blood thinners, increasing the risk of bleeding. Bleeding (hematuria) is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.